Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("1 cassette - 3 pieces") and autoimmune disorder ("autoimmune reactions") in an adult female patient who had essure (batch no. 641434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included frequent bowel movements, nausea, lightheadedness and low back pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy and removal of adnexa) and surgery (bilateral; salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, autoimmune disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device breakage, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2015, normal uterus, tubes, and ovaries. No evidence of endometriosis. Pelvic adhesions between bowel and anterior abdominal wall. Concerning the injuring reported in this case, the following was described in patient's medical record: 1 cassette - 3 pieces. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- depression and mental anguish, dysmenorrhea (cramping) and 1 cassette - 3 pieces. Concomitant conditions and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("1 cassette - 3 pieces") and autoimmune disorder ("autoimmune reactions") in an adult female patient who had essure (batch no. 641434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included painful defaecation, nausea, lightheadedness and low back pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy and removal of adnexa). Essure was removed on 27-may-2015. At the time of the report, the pelvic pain, device breakage, autoimmune disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device breakage, dysmenorrhoea and pelvic pain to be related to essure. Diagnostic results: on (B)(6)2015, normal uterus, tubes, and ovaries. No evidence of endometriosis. Pelvic adhesions between bowel and anterior abdominal wall. Concerning the injuring reported in this case, the following was described in patient's medical record: 1 cassette - 3 pieces. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("1 cassette - 3 pieces") and autoimmune disorder ("autoimmune reactions") in a 36-year-old female patient who had essure (batch no: 641434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included painful defaecation, nausea, lightheadedness and low back pain. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 6 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back area pain"). The patient was treated with surgery (bilateral salpingectomy and removal of adnexa) and surgery (bilateral; salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and back pain was resolving and the device breakage, autoimmune disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015, normal uterus, tubes, and ovaries. No evidence of endometriosis. Pelvic adhesions between bowel and anterior abdominal wall. Concerning the injuring reported in this case, the following was described in patient's medical record: 1 cassette - 3 pieces. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: plaintiff fact sheet received. Patient demographic information updated. New events added-abnormal bleeding vaginal, menorrhagia, abdominal pain and lower back area pain. Outcome of events pelvic pain and dysmenorrhea (cramping) were updated to "recovering/resolving". Concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("1 cassette - 3 pieces"), pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune reactions") in a 36-year-old female patient who had essure (batch no. 641434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, gastritis and irritable bowel syndrome. Concurrent conditions included painful defaecation, nausea, lightheadedness and low back pain. Concomitant products included omeprazole (prilosec) for gastritis and irritable bowel syndrome as well as paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"), 6 days after insertion of essure. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back area pain"). The patient was treated with naproxen sodium (aleve tablet) and surgery (bilateral; salpingectomy and bilateral salpingectomy and removal of adnexa). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, autoimmune disorder, depression, anxiety, vaginal haemorrhage, menorrhagia, hot flush, migraine and headache outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, headache, hot flush, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure removal details:essure removal: if you have not had your essure removed, are you currently planning for essure removal?, no. Diagnostic results: on (B)(6) 2015, normal uterus, tubes, and ovaries. No evidence of endometriosis. Pelvic adhesions between bowel and anterior abdominal wall. Concerning the injuring reported in this case, the following was described in patient's medical record: 1 cassette - 3 pieces. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: pfs received event " hot flashes, migraines, headaches " were added. Patient demographics was added. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune reactions") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and removal of adnexa). Essure was removed. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.